Event description:
Patient (user) reported she was sensitive to the lubricant on the catheter. After using it for about two months she determined the irritation caused a urinary tract infection. She also noted she was using another brand of catheter at the same time. She was prescribed an antibiotic and fully recovered from the infection. Patient has changed to another brand.